Event description:
Dmem solution had leaked and spread into the cases of other containers [product leakage]8 of grafts were floating/not confluent [product quality issue].

Manufacturer narrative:
Case reference number (B)(4) (initial) is a spontaneous case initially received from a company employee on 30-jul-2025, regarding a 28-year-old male patient who had epicel implanted. On 29-jul-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''.qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as less than 0.1 - pass. The patient's medical history was not provided. The patient's concomitant medication details were not provided. On (B)(6) 2025, the patient received epicel grafts (lot number: ee03432-32, and expiration date: 30-jul-2025) for thermal burn total body surface area (tbsa) 90%. On 30-jul-2025, upon opening the epicel box it was noted that dmem had leaked out and spread up into the cases of 6 other containers (pt: product leakage). These were located in the middle plastic-sealed case in box. It was noted that one "appeared" to have less medium, but graft was confluent and implanted. After opening and handing the grafts to the doctor was started, it was observed that 8 of the grafts were floating/not confluent (pt: product quality issue). They were not implanted and were photographed and tossed out. At the time of the report, the outcome of the reported events was unknown. The patient did not experience any adverse events. Additional information was received on 12-aug-2025 and processed together with the initial. No further information was provided. Company comment: vericel assessed the event of product leakage as non-serious, listed and possibly related. Vericel assessed the event of product quality issue as non-serious, listed and possibly related. This case qualifies as a 30-day MDR report.